Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed the device in good physical condition. Event history log review confirmed error code 41786 occurred. Functional testing was able to replicate the reported issue and found a defective downstream occlusion (dso) sensor. The root cause was determined to be a defective pwa. The pwa and dso sensor were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a technical error code on power up and faulty out of box failure. The event occurred during testing. There was no patient involvement and no patient harm.